Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-may-2018 from a healthcare professional (hcp). The cause for the difficulty injecting/aspirating the refill port was noted to be that the empty or almost empty reservoir probably activated an air-lock. The pump could not be aspirated or filled. It was completely stuck with no movement of the bellows. With regards to actions/interventions taken, they held 3 minutes of negative pressure with a 20 ml syringe. Next a 5 ml syringe filled with preservative free normal saline was put into the pump with normal and usual pressure easily. The pump was then filled and fully aspirated multiple times. The pump was then filled with the usual and customary morphine sulfate 20 which was filled and aspirated without any discrepancy. The unit was functioning normally. The patient¿s weight was approximately (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 20mg/ml, dose not reported via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that it was the first time having difficulties with aspirating/refilling the pump. The healthcare provider was expecting to pull back about 0.7 ml however, he was not able to aspirate anything. The healthcare provider then tried to inject preservative free normal saline however, it was not able to inject in. The healthcare provider used fluoro to check where the needle was and it was confirmed he is in the reservoir. The healthcare provider was using the manufacture¿s refill kit and attempted locked valve procedure. Kit tubing patency was checked along with needle patency. Additional recommendations were discussed and the healthcare provider would try the recommendations and call back if that didn¿t not resolve the issue. The healthcare provider confirmed the patient had not had any procedures or anything that could have caused damage to the pump. No patient symptoms and no further complications were reported.